Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed over-sensed noise exhibited by the right atrial lead. The patient was scheduled for revision on (B)(6) 2023 where the lead was observed to be fractured. The lead was capped and replaced. The patient was stable.